Event description:
The customer reported that she did turn off the alarms, but her insulin pump kept beeping, and she had high readings. The customer passed out and ended in the emergency room twice. The blood glucose was 421mg/dl, and it was up and down during the day. The customer experienced also dehydration, and she was unsure if she had low sodium. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime and the insulin did exit. The time and date were correct, but she was not sure if the basal rates were correct. Performed the high pressure test and the test failed twice. Advised that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple boluses and all alarmed properly. After testing it was concluded that the device operated within specifications.